Event description:
The patient reported to the field representative that only 1-2 recharge efficiency bars would darken (of 8) when she recharged the implantable neurostimulator at home. At the clinic, the representative was able to get 6-8 bars to darken. The patient would need to press the recharger against the battery site to recharge at 6-8 bars. The patient was unable to demonstrate effective recharging technique. A second recharger was tried. The antenna locate feature was used. The device was repositioned one month after the original complaint. Afterward the patient reported getting much better coupling. Six to eight efficiency bars darkened. Both the patient and the hcp were satisfied.

Manufacturer narrative:
(B) (4).